Event description:
Per sales rep, products were ex-planted from a non-compliant pt. Pt removed wires and arch bars from his mouth, and as a result, the screws and plates became loose and had to be removed. A revision surgery took place and new implants were placed successfully. Part numbers include the following: 55-10505, 50-20358, 50-20362, 50-20406, 50-20412. Sales rep was not present at case and does not have any of the products to return. Sales rep was informed of the revision surgery after-the-fact and reported it as soon as he received all the info from the facility.

Manufacturer narrative:
Multiple devices were removed and replaced. No devices were broken. Investigation in process but not yet complete.